Manufacturer narrative:
Follow-up (B)(6) 2016: customer reported that their blood glucose levels have been controlled since speaking with tandem technical support. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer has experienced fluctuating blood glucose (bg) levels (as low as the 50s mg/dl to as high as 200s mg/dl) since (b(6) 2015. Customer would consume carbohydrates to treat low bg levels, and administer boluses and/or insulin injections to treat the elevated bg levels. Reportedly, customer has consulted with health care provider frequently during this time frame, and hcp has adjusted the pump settings often; however, the specific settings adjustments were not provided. Recommendation was made to contact tandem technical support to perform troubleshooting for future bg events.